Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe would not cut and open during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. One probe sample was returned for evaluation. The complaint sample was visually inspected and deemed nonconforming. Thick sticky foreign material observed on inner diameter of port and the outer diameter of the needle. Cut testing was performed and deemed nonconforming. The sample pulls tissue and strands. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Gouge marks at the bend area, the cutting edge, and several areas along the inner cutter. The complaint evaluation does confirm the probe had a cut issue. The root cause for the cut nonconformance and the foreign material observed on the needle is due to the excessive surgical time of 120 minutes for the probe being used. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or not function at all. No action is being taken as it appears that the cutter not working was due to excessive use of the probe by the user. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).